Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 26 days after dental implant was installed in intraoral region 12, he had to remove it because the patient was in pain. 50 ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii) and fenestration occurred during surgery.